Manufacturer narrative:
The cause of this event was determined to be a blank increase due to ammonia formation in the r3 reagent as a consequence of nadph decomposition over time. This ammonia formation leads to falsely elevated test results over time. Updated handling recommendations have been communicated to customers.

Manufacturer narrative:
Additional information was provided by the customer. The patient had a third ammonia result of 28 umol/l. The result of 28 umol/l was reported outside the laboratory. The patient was not adversely affected by this event.

Event description:
The customer alleged they received a questionable ammonia result for one patient on their c501 analyzer. The patient's initial ammonia result was 154.4 umol/l. The repeat result was 28.2 umol/l. It was unknown if either result was reported outside the laboratory. It was unknown if the patient was adversely affected by this event. The ammonia reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in the (B)(6).